Event description:
Pt was admitted for revision of left knee, secondary to pain and instability, from loose components, caused by chronic infection. Pt had just finished a 6 wk course of oxicillin 2 gm IV every 4 hours. Pt started on same IV abx regimine again at discharge. In accordance with hospital policy, the components removed are not available for release.